Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged and the balloon deflated. The physician's assistant was unable to find the right vein, and she could not find the correct vein to do the evh procedure. The procedure was converted to open leg, and this was not the result of the short port btt black inflation valve dislodging. The hospital did not report any further pt effect. The physician's assistant was the surgeon's new assistant and inexperienced as reported by the maquet account MFR who witnessed the procedure. The account mgr emphasized that the conversion was due to the physician's assistant not finding the right vein, and it was not related to product malfunction.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the short port btt had the black valve missing. It was also observed that there was extra attachments to the valve. Based on the reported complaint and visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate, due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed.